Event description:
The manufacturer's representative reported that during an interstim lead explant, the lead broke and the tined end remained in the patient. No serious injury to the patient was reported and further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.